Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recv1658 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported powerglide pro rt was advanced successfully over the extended wire. Once the device was retracted to safety the needle, it was observed the guide wire was no longer attached to the device. X-ray of the patient was not able to locate the guide wire.